Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after it was implanted. Surgical intervention was performed, the lead was explanted and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.